Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported that inappropriate shock was delivered due to oversensing when it comes to this device. It appeared that the shock was delivered due to oversensing of a slow ventricular tachycardia (vt). After the shock the morphology changed to a normal heart rhythm. The device was reprogrammed to the secondary vector and the conditional zone was adjusted to avoid another shock due to oversensing. No adverse patient effects were reported.